Event description:
User noted since friday, 2008, a water leakage issue coming from the area of the ise module of the instrument, causing a flood on the floor. User stated that no one has fallen, and they are able to contain the leak. No pt samples were affected. The field service representative determined the cause to be sample probe pierced straw stopper in wash tower and replaced straw stopper. Performance tests were performed which revealed the leakage was fixed.